Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was further reported that the target lesion was located in the right upper limb herograft and was more than 5mm in diameter.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. Initial priming of the catheter was completed and the device was switched to power pulse mode. Thrombolysis was completed and they waited for 20 minutes prior to starting aspiration. After initial activation of aspiration, an error message showed ¿check saline supply¿ just after 1 second of activation with instructions to verify saline tubing is primed and then press alarm reset to continue. Instructions were followed and the device was checked accordingly but the same problem was encountered during repriming. Priming stopped at 12 seconds and the error message showed ¿check saline supply¿ again. They tried to rectify several times and rechecked the saline supply, pump, and tubing for any kinks or leakage, but no problem was seen. Yet, the same error still persisted and priming always stopped at 12 seconds until the error message prompted to replace the thrombectomy set. After changing to another of the same device, no further problem was encountered and the case was completed successfully. There were no patient complications reported.